Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent anterior lumbar interbody fusion (alif). It was also reported that the patient had degenerative autofusion at the facets, with large anterior osteophytes at l5-s1. Against the surgeon¿s recommendations, ¿the patient demanded to be fused at l5-s1 to relieve his symptoms¿, in addition to the surgeons recommendations for fusion at l4-5. Plate, screws and a cage were implanted at l4-5. A different cage was implanted at l5-s1 disc space. After implantation of the second cage with the approved inserter, it was felt that the cage needed to be positioned slightly deeper with impaction. Upon impaction, the cage fragmented anterolaterally. A 1cm fragment broke off in one piece and was discarded. The rest of the cage remained implanted in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.